Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that prior to use with 5 bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the shield detached. The following information was provided by the initial reporter: it was reported that the sheath detached.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with 5 bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the shield detached. The following information was provided by the initial reporter: it was reported that the sheath detached.